Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a loss of capture and an impedance measurement of greater than 3000 ohms. A lead fracture was confirmed. The lead was surgically abandoned and replaced with a non-guidant lead.